Event description:
It was initially reported that the device was explanted after an implant duration of approximately 83.2 months, due to unknown reasons. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation and mitral stenosis.

Event description:
The consumer's grandparents allege that he fell from the bed and suffocated.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: moderate calcification is detected in the cusp area of leaflet 1 and in the free margin of leaflet 2. Minimal to moderate calcification is detected in the free margins of leaflets1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. A gap is noted at the coaptation region. Moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 5-6mm. It fused the free margins of leaflets 2 and 3 at commissure 3 by 3mm. Thin layer of host tissue overgrowth is detected at the inflow aspect. Host tissue contributed to stenosis. Host tissue is minimal to moderate at the stent inflow and the stent outflow. The x-ray demonstrates calcification.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
The facility representative reported a colleague infusion pump with a reported condition of an inoperable open key during biomedical service. During a product evaluation at baxter, it was discovered that the stop key was also inoperable. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is (B) (4), categorized as remediated. There is no further complaint information available.